Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at during the implant attempt of the lead for his bundle pacing, the physician tried several positions for the lead; but the thresholds were always high. The physician gave up implanting the his bundle lead and implanted a dual chamber pacemaker instead. No patient complications have been reported as a result of this event.